Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of attempted implantation, the distal surface exhibits damage. The locking/dovetail feature is flared out. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007101 - natural tibia cemented 5 degree stemmed left size e - 64851774. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported mc ve left ef 8-11 12mm poly would not seat into place on tibial tray correctly. It was taken out 3 times to clean and inspect. No issues were found but it still would not seat correctly. A new poly was opened. And it seated fine on the first try.